Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, it was not possible to further identify the foreign material. No information on the user's handling of the device was obtained - therefore, no further cause of the suggested phenomenon could be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the distal end was deformed. The tip cover had corrosion. The bending angle was lacking due to stretching of the angle wire. The angle knob had play due to stretching of the angle wire. The lighting lens was cracked due to external factors. The curved rubber adhesive was cracked. The adhesive around the objective lens was peeling off. A leak was observed due to scraping of the suction cylinder. The paint on the suction cylinder was peeling. There was rattling in the control section. The universal cord had wrinkling. Paint on the air/water cylinders was peeling. Scratches were observed on the insertion tube, the boot, tip cover, switch #1, control body, adjustment ring, the switch box, control section cover, up/down knob, up/down angle lock, right/left knob, grip, forceps plug base (mount), universal cord, on the scope connector side of the universal cord, on the scope connector, and scope connector cover. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the cleaning brush could not be inserted into the channel of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the forceps/instrument channel was clogged with foreign material. This report is being submitted for the foreign material found during the device evaluation.